Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that there were recent instances of incorrect non-invasive blood pressure (nibp) per staff. The device was in use on a patient at the time of the event. There was no adverse event reported.